Event description:
A luer adapter was being connected to a subclavian central access catheter in preparation for drawing a blood sample. Reportedly, the tip of the adapter broke in two parts as the connection was being made. The health care provider was concerned that a piece of the plastic tip may have remained inside the catheter. Therefore, the catheter was removed and replaced with a new one. The patient is reportedly fine and there were no complications related to this event.